Event description:
According to the reporter, a pt developed a csf leak from hydrodephalus. In the procedure, duraseal was used with a duraplasty product (durepair, distributed by medtronic). A second surgery was performed and it was found that a hole had formed in the middle of the duraplasty product (durepair, distributed by medtronic). The case was resolved with a second duraplasty procedure.

Manufacturer narrative:
The cause of the csf leak can not be determined. The surgeon could not state whether the csf leak was due to the duraseal or due to the durepair (duraplasty product distributed by medtronic). The duraseal instruction for use (IFU) states: "the duraseal dural sealant system is intended for use as an adjunct to sutured dural repair during cranial surgery to provide watertight closure." The IFU further cites the incidence of csf leaks in the clinical study: "the incident of post-op csf leaks in this study was 4.5%. Of these 1.8% were incisional and 2.7% were pseudomeningoceles."